Event description:
Within 24 hrs of midline insertion in left cephalic vein, pt developed painful left upper extremity with hard cord and red streak at insert site and continuing up cephalic vein 4 inches. Line discontinued and md ordered ultrasound to rule out deep vein thrombosis which was negative.